Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator change out procedure. Upon removing the lead, from the old device, the physician noted a small insulation breach at the proximal portion of the atrial lead, the lead was tested and normal electrical function was noted. The physician elected to repair the lead with medical adhesive and place a suture sleeve over the glued portion. The lead was connected to the new device. All electrical measurements were noted to be stable. The patient was in stable condition post surgery.